Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. There was reportedly moisture/corrosion in the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission, 08/19/2015-device evaluation: the pump has been returned and evaluated by product analysis on 07/28/2015 with the following findings: during investigation, a visual inspection of the pump indicated multiple cracks in the battery compartment. There was moisture observed in the battery compartment. During testing, a leak test was performed and confirmed a battery compartment leak. No moisture was observed inside the pump.